Event description:
The generator registered the error code of "5." The piece was readjusted and the device still would not work. A second device was opened and the procedure was completed without consequence to the pt.